Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog 304622 lot 190210 to investigate for this record. Visual examination shows semi clogged cannula since some light passes through and some particles are detected. Further inspection was done under a microscope and it revealed a conical shaped soft transparent particle on the heel of the needle. As a result, bd was able to verify the reported issue. Ftir spectral analysis identifies the material clogging the needle as polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. Bd must consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closure or vials. They are not designed to penetrate thick polyethylene membranes. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that bd microlance¿ needle was clogged. The following information was provided by the initial reporter: no issue but it's impossible then to inject, the needle seems clogged. Use of another needle of another batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle was clogged. The following information was provided by the initial reporter: no issue but it's impossible then to inject, the needle seems clogged. Use of another needle of another batch.